Event description:
It was reported that the device¿s sleep/wake touch function was intermittently unresponsive, with the user experiencing difficulty waking the screen approximately 30% of attempts; blood glucose was not affected, and the issue resolved after the user warmed their fingers and used proper touch technique. Symptoms included no adverse clinical effects. Outcomes included no clinical impact and no need for medical attention. Investigation included user interview, troubleshooting guidance, and follow-up verification. Investigation of this case revealed that device functionality could be restored with user technique adjustments consistent with performance influenced by cold or dry skin contact on a capacitive interface. It was concluded that the device operated within expected performance and that user education resolved the complaint.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.